Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the infinity feeding bags were clogging and causing their pump to alarm no flow in. They stated that they could see the formula getting stuck in the tubing after "an hour or two" and stated that she felt it was the way the bags were folded. She also stated that she is using a formula that is blenderized and this would be considered off label use. They stated that this was causing the patient to "miss feeds" but no specific time frames or delay information was provided. The initial reporter refused troubleshooting. Mmdg did follow up with the initial reporter who refused to provide any additional information. There was no harm reported to the patient due to the complaint. No other information was provided. (B)(4).